Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the channel of operation was blocked by a foreign object during reprocessing involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, d9, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the cause for the reported issues could not be determined. Olympus will continue to monitor field performance for this device.